Event description:
A customer reported that the system turned off on its own during a vitrectomy procedure. The procedure was completed with the same equipment and accessory, with delay of more than 15 minutes. There was no harm to the pt.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).